Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited backup vvi operation. The patient experienced fatigue. Device programming was done. Device interrogation confirmed that the backup vvi patient notifier was on. The patient was in a stable condition.